Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 101 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) level rose and ranged from 501-579 mg/dl. At the time of the event customer stated, "they have not done anything" to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.